Manufacturer narrative:
A compressor solenoid valve assembly and a compressor printed circuit board (pcb) were returned to covidien/medtronic¿s failure analysis. A visual inspection found the solenoid connector pins were splayed and the white plastic on the connector had thermal damage. No errors were recorded in the diagnostic logs. An investigation was performed and the failure analysis technician reported that the identified root cause of the reported issue was isolated to improper mating of the unloading solenoid connector to the pcb connector, due to a damaged female connector pins on the solenoid connector from the vendor process. No fault was found to the compressor pcb. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, the compressor on an 840 ventilator was inoperable. The ventilator was not in use on a patient at the time the event occurred. The covidien service engineer (se) inspected the device and verified the reported issue. The se replaced the compressor printed circuit board and the solenoid valve.. The unit passed all testing and operates within the manufacturing specifications.